Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The blood glucose level was 600 mg/dl at the time of incident. Customer's current blood glucose level was 255 mg/dl. The customer experienced the symptoms such as nausea, dizziness and rapid heart rate. The customer treated with the bolus and injection. Troubleshooting was done for high blood glucose. The customer was in the emergency room as a result of high blood glucose. Customer's blood glucose level was 730 mg/dl when admitted to the hospital. Customer was not wearing the pump at time of hospitalization. The product will not be return for analysis.